Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that since mid-september the atrial lead exhibited low lead impedance and decrease in sensing. Multiple episodes of auto mode switch episodes due to noise were also observed. No patient symptoms or intervention was reported.

Event description:
New information noted that the lead continued to exhibit low impedance. The physician elected to take no action at this time.

Event description:
New information received stated the patient presented for a scheduled follow up on dec. 3rd, 2019. During interrogation of the pulse generator, it was noted that the atrial lead exhibited alerts for low lead impedance and pacing mode switch. The pacing mode switch appeared to be cause by atrial lead noise. The physician elected to continue to monitor the lead at this time. The patient's condition remained stable during this event.